Manufacturer narrative:
Not returned to manufacturer.

Event description:
The manufacturer became aware of an allegation that the safety valve on a af811 su full face mask closes when the patient takes a spontaneous breath which is a potential safety risk due to airway restriction while the patient is breathing. The manufacturer is unaware of what exhalation safety valve was used with this mask. There was no report of patient harm or injury. Attempts to obtain more information have been unsuccessful. The product has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A final report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation that the safety valve on a af811 su full face mask closed when the patient took a spontaneous breath which was a potential safety risk due to airway restriction while the patient was breathing. The manufacturer is unaware of what exhalation safety valve was used with this mask. There was no report of patient harm or injury. Repeated attempts to obtain more information and to have the masks returned for investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.